Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), ectopic pregnancy ("ectopic pregnancy") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In 2004, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ectopic pregnancy (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery I to remove the essure implant in (B)(6) 2014) and surgery (she had surgery I to remove the essure implant in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, ectopic pregnancy and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered device breakage, ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: patient had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic inflammatory disease ("reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease") and menorrhagia ("menorrhagia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included sinus pain, tenderness, cough, hypertension, type ii diabetes mellitus, obesity, cholecystectomy and pancreatitis. She denies any fevers or chills. Concurrent conditions included depression, anesthesia, lower abdominal pain, diarrhea, bloating, amenorrhea, abdominal pain, difficulty in walking and anxiety. Concomitant products included cetirizine hydrochloride (zyrtec), hydrochlorothiazide, lisinopril and montelukast (singulair). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant) and bacterial vaginosis ("bacterial vaginosis"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, pelvic inflammatory disease, vaginal haemorrhage and bacterial vaginosis outcome was unknown and the menorrhagia, dyspareunia, pelvic pain, vaginal discharge, abdominal pain upper and vulvovaginal pain had resolved. The reporter considered abdominal pain upper, bacterial vaginosis, device breakage, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: good ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abnormal bleeding, vaginal discharge, dyspareunia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received events: "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial vaginosis, pelvic inflammatory disease, dyspareunia (painful sexual intercourse), pain, vaginal discharge, stomach pain and vaginal pain" were added. Outcome of events: "pain, vaginal discharge, dyspareunia and menorrhagia" were updated as recovered. Concomitant drug was added. Concomitant and historical condition was added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("excessive bleed"), pelvic inflammatory disease ("reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease") and menorrhagia ("menorrhagia") in a 10-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sinus pain, tenderness, cough, hypertension, type ii diabetes mellitus, obesity, cholecystectomy and pancreatitis. She denies any fevers or chills. Concurrent conditions included depression, anesthesia, lower abdominal pain, diarrhea, bloating, amenorrhea, abdominal pain, difficulty in walking and anxiety. Concomitant products included cetirizine hydrochloride, hydrochlorothiazide, lisinopril and montelukast sodium (singulair). On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis") and abdominal pain lower ("lower abdominal pain"). On (B)(6)2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic inflammatory disease, vaginal haemorrhage, bacterial vaginosis and abdominal pain lower outcome was unknown and the menorrhagia, dyspareunia, pelvic pain, vaginal discharge, abdominal pain upper and vulvovaginal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abdominal pain upper, bacterial vaginosis, device breakage, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient had need for addditional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: good. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abnormal bleeding, vaginal discharge, dysparunia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Events lower abdominal pain and excessive bleed added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.